Event description:
It was reported while testing for sars cov-2 a kit was missing label information. There was no report of patient impact. Eua#: eua (B)(4).

Manufacturer narrative:
H6: investigation summary: this memo is to summarize the investigation results regarding your complaint that alleges missing components from the kit rapid detection of sars-cov-2 veritor (material # 256082), batch number 0285008. Bd quality performs a systematic approach to investigate missing components complaints. This approach involves review of manufacturing batch history records, visual inspection of retention samples, and visual inspection of customer returned samples, if applicable. An investigation was performed on the provided batch number and no issue was found. The complaint was unable to be confirmed. There are no current trends against missing kit components. Bd quality will continue to closely monitor for trends. There were no corrective actions taken at this time. H3 other text: see h10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported while testing for sars cov-2 a kit was missing label information. There was no report of patient impact. Eua#: (B)(4).